Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for non-cardiac reasons. During the admission, the lvad was producing low flow alarms, and the patient was hypertensive with mean arterial pressure (map) in high 90s to low 100s mmhg; the patient was treated with hydralazine and nicardipine, and the hypertension resolved; however, the lvad system continued to produce constant low flow alarms. The system controller was exchanged, and low flow alarms persisted. A transthoracic echocardiogram was unremarkable for device thrombosis or other device malfunction. The patient was placed on a heparin infusion due to the low flow alarms. It was reported that device thrombosis was suspected by the implanting center lvad clinicians. A CT angiography of the chest confirmed a near complete occlusion of the outflow graft due to thrombus. The patient¿s ejection fraction (ef) was 30%, and svo2 was below normal limits. The inr was therapeutic. On (B)(6) 2017 the patient was taken to the catheterization laboratory to discontinue lvad support. Two amplatzer devices were placed in the outflow graft, and device support was discontinued. The cardiologist verified toleration of complete occlusion by measuring stable pulmonary artery pressures and arterial blood pressure. The patient tolerated the discontinuation of lvad support without vasopressors or inotropic support. One week later, it was reported that the patient continued to tolerate discontinuation of the lvad with an ef of 30-35%. The driveline was excised, and the skin was sutured closed over the remaining portion of the driveline that was internal to the patient. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms can be confirmed based on the submitted system controller log file; however, the report of an occluded outflow graft cannot be confirmed. The log file contained approximately 2 hours of data which captured continuous low flow hazards where the calculated flow was captured as 2.4 lpm or lower. No other adverse alarms were captured in the log file. A specific cause for the low flow alarms cannot be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.